Event description:
The manufacturer received information regarding a dreamstation 2 advanced auto CPAP device. The patient states that there is a black speck found in the mask and finds black stuff in the tank. The patient alleges cough, copd, and bronchitis. The patient uses antibiotics. The device has yet to be received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.